Event description:
It was reported that the patient had stimulation in the wrong location and a loss of therapeutic effect. It was noted that when the patient went to see the health care professional on the day of the report, she felt stimulation in the vaginal area but an hour later felt it in her hip. At the time of the report, the patient went through each program and had stimulation in the hip area for all of them. It was noted that all of this started in the hip area one month prior to the report. The patient had a fall and shortly after the stimulation sensation was in the hip. It was further reported that the patient was still having concerns regarding her device or therapy but was working with her health care professional or manufacturing representative. It was noted that the patient had appointments on the following days: 2013 (B)(6), 2013 (B)(6), 2013 (B)(6), and 2013 (B)(6). Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3093-28, lot# va06vfp, implanted: 2013 (B)(6); product type lead. (B)(4).